Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture, no sensing, undefined high pacing impedance, and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.